Manufacturer narrative:
The additional reporter names are elmer, vivian. Due to character limit in the e1 section the full event site name is new york presbyterian hosp-columbia. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that during use of cardiosave intra aortic balloon pump had an autofill failure alarm. The alarm was troubleshooted by customer like switched to another pump (2nd cardiosave), changed helium tanks etc. Still the alarm persisted and the pump was replaced to a 3rd cardiosave. This resolved the alarm. The customer also stated that the first 2 pumps had showed low helium alarm initially at the time of startup. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a cath lab team member, called stating they had received an auto-fill failure alarm on a fo balloon catheter post-insertion. The nurse stated they had already troubleshot the alarm by switching to another cardiosave,changing the helium tanks in the first and second pump, and replacing the balloon catheter. The nurse verified there was no blood, discoloration or flakes in the helium tubing, and that all connections were secure. The nurse reported no visible kinks or restrictions in the helium tubing and balloon catheter. The nurse also verified the helium tank was fully open and the iabp monitor screen showed a full tank of helium. The other nurse, another cath lab nurse, successfully switched to a third cardiosave, which resolved the auto-fill alarm. She reported all waveforms and blood pressure indices were appropriate. The other nurse stated that the first 2 pumps showed a low helium tank when they were first powered on. No patient harm or injury noted. The engineer collected product surveillance on the first 2 pumps and the balloon catheter that was currently inserted. The engineer was unable to obtain the first balloon catheter information. The engineer recommended the other nurse tag the 2 pumps with a note that reads auto-fill failure and send both to biomed. She appreciated the support provided and had no other questions. Upon inspection by an fse, alarm confirmed in both the fault logs and event logs. Saline ingress found to pim and safety disk. The pim assembly replaced and 30psi transducers recalibrated. Autofill tests passed in the service mode. All functional and safety checks performed meet factory specifications. The failure analysis and testing dept. Received part number of pneumatic module assy and serial number with a reported unit failure of saline ingress to pim. The failure analysis and testing dept. Performed a visual inspection and observed a white residue in the port of the pim and on the port of the safety disk. This white residue is consistent with saline. Due to the saline ingress, the fat dept. Cannot investigate this complaint any further. Retaining the pneumatic module in the fat dept. Per procedure number.

Event description:
N/a.